Manufacturer narrative:
Additional initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a sudden loss of arterial pressures and the console generated a fiber optic sensor failure alarm. The console was replaced with same results. Central lumen is capped off. The customer switched to radial arterial line for pressure source without issues. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 6.4cm from the iab tip.the inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a sudden loss of arterial pressures and the console generated a fiber optic sensor failure alarm. The console was replaced with same results. Central lumen is capped off. The customer switched to radial arterial line for pressure source without issues. There was no reported injury to the patient.